Event description:
On (B)(6) 2022, during an endovascular procedure a gore® internal iliac branch component (ibc) during advancement of the device up and over the bifurcation, the leading olive broke off the device. The device was successfully deployed in the location as intended without issue. The leading olive was then snared and removed from the patient. It was reported that the olive breakage was caused by wire wrap from another wire in the patient at the tip of the ibc when maneuvering the device up and over the bifurcation. The patient tolerated the procedure with good results.

Manufacturer narrative:
H6: updated type of investigation, investigation findings, and investigation conclusion code 22 removed and replaced with 4315.

Manufacturer narrative:
The device delivery catheter was returned to gore for analysis and showed the following: the leading olive had separated from the rest of the catheter. The device was deployed off the catheter. There was olive material transfer seen at the bonding site of the leading olive on the catheter polyimide guidewire lumen indicating the leading olive had been bonded to the catheter. There was a line indention seen on the leading olive. The gore® excluder® lliac branch endoprosthesis (ibe) instructions for use (IFU) clearly states: do not advance the device outside of the sheath while tracking it into position. Catheter breakage or premature deployment have occurred and may result in potential patient harms. Visually verify the throughwire is not wrapped around the ibc guidewire or delivery catheter. If wire wrap is observed, rotate the [ibc] device and delivery catheter to resolve. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of the resistance. When withdrawing the device delivery system through the introducer sheath, verify all catheter components are intact. Catheter leading end separation or breakage and related potential patient harms have occurred. If catheter separation occurs, use best medical judgment to determine the appropriate course of action for the patient. Effective removal of the catheter component has been reported through both surgical (e.g. Cut down) and endovascular techniques (e.g. Snaring, sheath removal). The findings from the evaluation are consistent with the physician¿s observations for leading olive separation. The cause for the leading olive separation could not be determined with the currently available information.